Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The high blood glucose level of the customer was 32 mmol/l. The current blood glucose level of the customer was 10 mmol/l. The cannula of the infusion set was blank which resulted in the high blood glucose level of the customer. Troubleshooting was not performed for high blood glucose levels. The device will not return for analysis.